Event description:
There was an allegation of questionable elecsys hcg+ss results for 8 patient samples on a cobas 8000 core unit. Sample 1: the initial result was 10000 miu/ml with a >test data flag. A 1:20 dilution was performed and the result was 15.4 miu/ml. The sample was retested and the result was 10000 miu/ml with a >test data flag. The repeated result was 12545 miu/ml. Sample 2: the initial result was 10000 miu/ml with a >test data flag. A 1:20 dilution was performed and the result was 53.3 miu/ml. The sample was retested and the result was 10000 miu/ml with a >test data flag. The repeated result was 48190 miu/ml. Sample 3: the initial result was 10000 miu/ml with a >test data flag. A 1:20 dilution was performed and the result was 72.2 miu/ml. The sample was retested and the result was 10000 miu/ml with a >test data flag. The repeated result was 37854 miu/ml. The sample was tested again and the result was 0.200 miu/ml with a <test data flag. The repeated result was 125 miu/ml. Sample 4: the initial result was 10000 miu/ml with a >test data flag. A 1:20 dilution was performed and the result was 30.6 miu/ml. The sample was retested and the result was 10000 miu/ml with a >test data flag. Sample 5: the initial result was 20.9 miu/ml. A 1:20 dilution was performed and the result was 25025 miu/ml. Sample 6: a 1:20 dilution was performed and the result was 166 miu/ml. The sample was repeated with a 1:20 dilution and the result was 65672 miu/ml. Sample 7: a 1:20 dilution was performed and the result was 38 miu/ml. The sample was repeated with a 1:20 dilution and the result was 35016 miu/ml. Sample 8: a 1:20 dilution was performed and the result was 27.8 miu/ml. The sample was repeated with a 1:20 dilution and the result was 22983 miu/ml. The reagent lot number is 584575. The expiration date was not provided.

Manufacturer narrative:
Facility name: (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A reagent related issue was excluded as the same reagent was used for the initial and repeat results.